Event description:
It was reported that the patient had inappropriate shocks due to oversensing via reduced intrinsic amplitudes. Also, the smartpass feature had disabled itself due to the low intrinsic amplitudes. Technical services recommended some options. There were no additional adverse patient effects. The device remains implanted.